Event description:
It was reported the device had a broken back case and a broken connector. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Atrial output connector is broken. Upper and lower cases are broken and contaminated. One bail cover is missing and one bail cover is broken. Ring cover and battery drawer are broken. Lead flex cover is corroded and broken. Three case screws, both bails, and ring are missing. Battery contacts are compressed. Serial number label is damaged (torn). Encoder flex is out of electrical specification; ventricle output not adjusting. It was noted there is fluid ingress in the main printed circuit board compartment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.